Manufacturer narrative:
(B)(4). Date sent: 02/05/2021. D4: batch # u5cm0c. H6: component code = electrical and magnetic (g02) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples confirming that it was not fired. Attempts to fire the device with a test anvil and a battery replicator were unsuccessful, confirming the experience. Upon disassembly and further investigation, cracks were found in the conductive traces of the flex circuit. The cracks caused electrical discontinuity, preventing the device from firing. No conclusion could be reached as to what may have caused the damage on the flex circuit of the device. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) batch #:unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal procedure, laparoscopic sigmoid repair, cdh29p would not fire. All appeared to be ok but would not fire. No movement at all when triggered pressed. Another chd29p was opened and the battery was used in the existing stapler. Same result would not fire. A third chd29p was opened and used with the anvil of the of the original stapler, which stayed in place. I advised to be sure the anvil and trocar were completely connected and to make sure the orange band was not visible. Firing was successful. The procedure was successfully completed. There were no patient consequences reported.